Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date in 2011, a break in aseptic technique occurred, described as the patient made a mistake. On (B)(6) 2011, the patient experienced peritonitis, which did not involve hospitalization. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1 gm stat and every 5th day, IV) and piptza (4.5 gm twice daily, IV). It was unknown whether the peritonitis resolved, and it was not reported whether the break in aseptic technique resolved. Dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing, as was remedial therapy with vancomycin. The reporting nurse believed the peritonitis was not related to dianeal pd2 ultrabag or extraneal viaflex therapies. A causality statement for the break in aseptic technique was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error - poor aseptic technique.